Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set bent needle issue on (B)(6) 2025. The needle fractured issue occurred during insertion on first day. The infusion set was inserted in abdomen. No further information available.